Event description:
Related manufacturer reference#:1627487-2019-0106. Related manufacturer reference#:1627487-2019-0107. Related manufacturer reference#:1627487-2019-0108. Related manufacturer reference#:1627487-2019-0110. It was reported the patient experienced numbness and cramping from the waist down since being implanted. The patient also had a recent fall which made the issue worse. The patient stated the numbness occurred regardless if stimulation was on or off. X-rays revealed one of the leads had migrated. Additional information revealed the lead was implanted in the wrong place. The patient also alleged that he could not walk the day of the implant procedure or the day after. However, was now using a walker. In turn, the patient underwent surgical intervention on (B)(6) 2019, wherein the entire drg system was explanted.

Event description:
Related manufacturer reference#:1627487-2019-0106; related manufacturer reference#:1627487-2019-0107; related manufacturer reference#:1627487-2019-0108; related manufacturer reference#:1627487-2019-0110.